Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the device fired malformed staples on the outer row of the patient side. The staples were formed in the proximal cartridge but were still in the cartridge. The procedure was competed by over-sewing staple line. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what was the product code and lot/batch number for the stapler used with the ecr60t cartridge (ex, ec60, long60a, pse60a, etc)? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st and 2nd. Did the same event occur with two ecr60t cartridges using one stapler? Yes. What other color cartridges were used before and after this event? Green and blue. What was the patients bmi and gender? Female. Was buttressing material utilized? If so, which product? No.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the ecr60t cartridge reloads were received in good visual condition and fully fired. Furthermore several b-shaped staples were noted on the cartridge decks at proximal end. No functional test could be performed due to the condition of the reloads. In addition, the returned cartridges were disassembled in order to verify the condition of internal components and no anomalies were noted. No obvious damage to the cartridge deck was noted, which suggests the cartridge may not have been fired over a hard object. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.